Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the diagnostic procedure, air was aspirated when flushing. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No air entered into the patient and no additional access puncture site was needed when the introducer was replaced. The hospital discarded the reported introducer.